Event description:
It was reported that during a pulsed field ablation procedure to treat atrial fibrillation, a boston scientific corporation guidewire got stuck in a farawave catheter. The physician removed the catheter with the guidewire from the patient and replaced them with a similar catheter and guidewire to complete the procedure. The patient experienced abnormal liver function tests (lfts) and or blood counts. They are expected to fully recover and did not require additional care beyond the standard provided. The catheter and guidewire have been returned and investigation is still in progress.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported allegation of guidewire stuck. Additionally, images were reviewed by a boston scientific quality engineer. The pictures showed the guidewire, the cage spline of the farawave catheter and some cables. The review of the images did not confirm the reported allegation.

Event description:
It was reported that during a pulsed field ablation procedure to treat atrial fibrillation, a boston scientific corporation guidewire got stuck in a farawave 2.0 31mm catheter. The physician removed the catheter with the guidewire from the patient and replaced them with a similar catheter and guidewire to complete the procedure. The patient experienced abnormal liver function tests (lfts) and/or blood counts. They are expected to fully recover and did not require additional care beyond the standard provided. The catheter and guidewire have been returned.